Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert twice. Customer cannot recall their blood glucose reading. Troubleshoot was performed. Customer was advised unattended alarms will drain battery. Customer inserted new battery but the issue reoccurred. Customer states the battery cap was not loose, cracked or damaged. Customer states the type of battery in use was (B)(6) aa alkaline. Customer declined troubleshooting for power loss issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test and displacement test. No replace battery now alarms noted during testing. However, insulin pump trace download analysis confirmed the insulin pump alarmed power error and low battery alert. The power management tool confirmed power error and low battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with pillowing keypad overlay and minor scratches on lcd window.